Manufacturer narrative:
******Correction to: e2=yes, e3=nurse, g3=health professional (delete "other"), g4 for supplemental pr 353955 should be (B)(6) 2020 (not 30jan2020).********

Event description:
It was reported that there was a albumin-bound docetaxel (chemotherapy) spill that was infusing through a shorter primary set attached to another primary set infusing 0.9% normal saline. There was possible aerosolized chemotherapy exposure. The affected patient, as well as other patients and nurses, were evacuated from the infusion suite per protocol. Based on the observation of amount of chemotherapy on the floor, the tubing leaked at connection site between the shorter tubing with the other tubing below the pump. The leak occurred slowly during infusion. After hazardous drug precautions were used to clean up the spill, the patient required a second infusion of chemotherapy due to the doctor not knowing exactly how much the patient did not receive. Patient was discharged after receiving the second bag and remainder of prescribed chemotherapy regiment. There were no serious injuries caused to any patients or nurses from the event.

Manufacturer narrative:
Correction to:b4.

Event description:
It was reported that there was a albumin-bound docetaxel (chemotherapy) spill that was infusing through a shorter primary set attached to another primary set infusing 0.9% normal saline. There was possible aerosolized chemotherapy exposure. The affected patient, as well as other patients and nurses, were evacuated from the infusion suite per protocol. Based on the observation of amount of chemotherapy on the floor, the tubing leaked at connection site between the shorter tubing with the other tubing below the pump. The leak occurred slowly during infusion. After hazardous drug precautions were used to clean up the spill, the patient required a second infusion of chemotherapy due to the doctor not knowing exactly how much the patient did not receive. Patient was discharged after receiving the second bag and remainder of prescribed chemotherapy regiment. There were no serious injuries caused to any patients or nurses from the event.

Manufacturer narrative:
Continued from d11-b braun teva syringe adapter;b braun teva luer lock adapteradditional information added to: a2,a3,a4,b3,b7,d4,h4.****************************************************************************************

Event description:
It was reported that there was a albumin-bound docetaxel (chemotherapy) spill that was infusing through a shorter primary set attached to another primary set infusing 0.9% normal saline. There was possible aerosolized chemotherapy exposure. The affected patient, as well as other patients and nurses, were evacuated from the infusion suite per protocol. Based on the observation of amount of chemotherapy on the floor, the tubing leaked at connection site between the shorter tubing with the other tubing below the pump. The leak occurred slowly during infusion. After hazardous drug precautions were used to clean up the spill, the patient required a second infusion of chemotherapy due to the doctor not knowing exactly how much the patient did not receive. Patient was discharged after receiving the second bag and remainder of prescribed chemotherapy regiment. There were no serious injuries caused to any patients or nurses from the event.

Event description:
It was reported that there was a albumin-bound docetaxel (chemotherapy) spill that was infusing through a shorter primary set attached to another primary set infusing 0.9% normal saline. There was possible aerosolized chemotherapy exposure. The affected patient, as well as other patients and nurses, were evacuated from the infusion suite per protocol. Based on the observation of amount of chemotherapy on the floor, the tubing leaked at connection site between the shorter tubing with the other tubing below the pump. The leak occurred slowly during infusion. After hazardous drug precautions were used to clean up the spill, the patient required a second infusion of chemotherapy due to the doctor not knowing exactly how much the patient did not receive. Patient was discharged after receiving the second bag and remainder of prescribed chemotherapy regiment. There were no serious injuries caused to any patients or nurses from the event.

Manufacturer narrative:
The customer complaint of tubing leak could not be confirmed due to the product was not returned for failure investigation. A photo provided of the infusion set connection was provided by the customer. However, no leaks could be observed per photo provided by customer. The root cause of this failure was not identified as no product was returned.

Event description:
It was reported that there was a albumin-bound docetaxel (chemotherapy) spill that was infusing through a shorter primary set attached to another primary set infusing 0.9% normal saline. There was possible aerosolized chemotherapy exposure. The affected patient, as well as other patients and nurses, were evacuated from the infusion suite per protocol. Based on the observation of amount of chemotherapy on the floor, the tubing leaked at connection site between the shorter tubing with the other tubing below the pump. The leak occurred slowly during infusion. After hazardous drug precautions were used to clean up the spill, the patient required a second infusion of chemotherapy due to the doctor not knowing exactly how much the patient did not receive. Patient was discharged after receiving the second bag and remainder of prescribed chemotherapy regiment. There were no serious injuries caused to any patients or nurses from the event.

Manufacturer narrative:
Concomitant medical products: b braun teva syringe adapter/b braun teva luer lock adapter. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there was a chemo spill in the outpatient infusion center. The patient required a second infusion due to the doctor not know exactly how much the patient did not receive. The hazardous drug precautions were used for this spill. It is unclear to the staff if the issue was fault of the bd primary short set, or the b braun teva luer lock adapter or the teva syringe adapter not staying on the bd tubing. A puddle of chemo was noticed on the floor under the alaris pump.